Event description:
It was reported that the device was found to have reached end of service (eos) prematurely. A new device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was programmed to auto settings which affected the device longevity. Further analysis did not find any anomaly and battery was at end of life (eol) level. A longevity assessment was performed, and device had exceeded the projected longevity